Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Toothbrush no longer holds the brush properly, it falls off the brush - oral-b [device breakage]. The pin on the brush, it is shorter than normal - oral-b [device physical property issue]. Female consumer via phone stated that the oral-b toothbrush no longer held the oral-b toothbrush head properly and it fell off of the brush. The pin on the oral-b toothbrush was shorter than normal. No injury was reported.

Event description:
Toothbrush no longer holds the brush properly, it falls off the brush - oral-b [device breakage]. The pin on the brush, it is shorter than normal - oral-b [device physical property issue]. Case narrative: female consumer via phone stated that the oral-b toothbrush no longer held the oral-b toothbrush head properly and it fell off of the brush. The pin on the oral-b toothbrush was shorter than normal. No injury was reported. On 05-sep-32022: case update: the concomitant product was oral-b power oral care refills crossaction eb50rb. No injury was reported. On 22-feb-2023: case update: the concomitant product lot was h1290. No injury was reported.

Manufacturer narrative:
On 20-feb-2023 product investigation results: complained product received user handling was identified as root cause for the complaint.